Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Hold for so 1-24-2018the manufacturing representative mentioned that patient was having urgency and frequency with incontinence had returned per patient and with premature battery depletion. Patient denied any events or contributing factors. The representative met with patient in their physician¿s office today, (B)(6) 2018, for a routine interstim battery check. The patient stated that they did not feel that the interstim device worked for him anymore. They were not sure when the device last helped their urgency frequency issues. The representative interrogated the implant and found it to be on, running on configuration 2 (1-, 3+), pulse width 210, rate 14. At 6.8 volts. They felt a light tapping sensation at the base of his penis on these settings. They had increased the amplitude on the device sometime in (B)(6) 2017. Impedance check was within normal limits. Their battery life check reads ¿low¿ and did not give a month longevity range. They changed their programming to configuration 3, (0+, 2-) pulse width 210, rate 14. They felt a tapping/ flutter sensation in the base of his penis with this program as well at 5.2 volts. They had not been keeping a voiding dairy and was unwilling to start one. The physician encouraged the voiding diary, but the patient was not willing. They did not want an interstim battery replacement. Patient was advised to consult with doctor for more information. There were no other malfunction or complication were reported. Patient was implanted for urinary dysfunctional/sacral nerve stimulation and gastrointestinal/ pelvic floor.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The manufacturing representative reported that it had been undetermined the cause of return of urgency, incontinence and frequency with premature battery depletion. They set the device on a different program configuration 3 (0+, 2-) with pulse width 210 rate 14 at 5.2 volts.  The patient felt light tapping in the base of penis on these settings. The patient felt that the program/configuration change had not made any difference in the return of his urgency, incontinence or frequency.